Manufacturer narrative:
B5 updated. The investigation is still ongoing.

Event description:
The complainant reported additional information upon request: "the issue self-resolved for numbness and tingling in the extremity without any intervention, the patient outcome was successful without any further incidents related to the device. I do not have the device in my possession to return for investigation as this account will explant the device and not retain it for us to return to headquarters for investigation."

Event description:
A 65-year-old male underwent impella 5.5 placement for bridge to heart-transplant. Following device insertion, the patient reported intermittent numbness, tingling, and mild pain in the right upper extremity. Symptoms transiently worsened two days prior in association with access-site oozing and finally improved. In addition to these symptoms, the patient initially experienced an otherwise uneventful course of bridge-to-transplant support. This course was later interrupted by pulmonary failure requiring intubation and differential oxygen therapy. After approximately three days of partial pulmonary stabilization, the family and healthcare team elected to withdraw care. The death is being conservatively reported; however, based on the clinical circumstances, a causal relationship to the impella¿5.5 is considered highly unlikely.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 (brand name) has been updated. E1 (zip code extension) & e4 (reporter also sent report to FDA?) Has been added as it was omitted from the initial mw. Access site adverse event/minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Ischemia/respiratory failure: the cause of the injury was not determined due to insufficient clinical details.